Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2138-50 (B)(4) description - linear lead, 50 cm with pre-loaded 0.012 inches stylet.

Manufacturer narrative:
Additional information was received that the patient will be having an non-device related surgery on his spine and will be seeing different physician regarding the explant. A good faith effort was made to reach the patient, but the attempts were unsuccessful.

Event description:
A report was received that a patient was complaining of pocket site discomfort. The patient has lost a lot of weight. The patient met the physician and has decided to explant the system.

Event description:
A report was received that a patient was complaining of pocket site discomfort. The patient has lost a lot of weight. The patient met the physician and has decided to explant the system.